Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit was displaying a "gas device error" error message. The customer also reported that the unit stopped reading gasses. They sent this unit in for an exchange. No patient harm was reported. Service requested / performed: exchange. Investigation summary: the root cause is determined to be component failure. The sensor needed replacing. The sensor is a replaceable component, where the longevity is dependent upon the following factors: · instrument and parts must undergo regular maintenance inspection at least every 6 months. · if stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. · water trap should be replaced every 4 weeks or as indicated on the device. · ensuring the environment is optimal as described in the operator's manual. Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes.

Event description:
The customer reported that the multigas unit was displaying a "gas device error" error message.

Manufacturer narrative:
The customer reported that their multigas unit is displaying a "gas device error". The customer also reported that the unit stopped reading gasses. No harm or injury was reported. They will be sending this unit in for an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their multigas unit is displaying a "gas device error".